Event description:
It was reported that a tandem mobi pump shut down unexpectedly, prompting a request for help with restarting the cgm session and installing the cartridge. There was no adverse impact to the customer¿s blood glucose level. Technical support informed the customer that the shutdown was due to a low battery and provided guidance on battery management and the need to manually restart cgm sessions if the pump turns off. The customer acknowledged and understood the instructions.